Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m90v9j. The device was received with the tissue pad detached and returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and tested on a gen11 generator. The device did activate. No noise was detected during the analysis. The instrument was disassembled to inspect the internal components, no evidence was found that could have caused the reported activation issues. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch record was reviewed and no anomalies were noted during the packaging process.

Event description:
It was reported that during a kidney transplantation procedure, the physician reported that the device stopped working. The physician reported noise from the device, similar like device touched some metal elements. The physician also indicated that the device doesn't have shells on branches. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.